Manufacturer narrative:
8/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an endo saphenous vein harvest surgery, the instrument jammed. The surgeon applied another device. The hospital reported that no pt injury had occurred.